Event description:
The dealer reported that the tire came off of the rim on both the left and right side of the solara 2g wheelchair in question. It was also reported that one rim was cracked and the left side sector block for the front riggings was broken.